Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving inaccurate erratic readings. This complaint is classified according to the documentation of the customer care advocate and the answers to the follow-up questions obtained on october 9, 2008. The pt claimed that on original date at 7:30 am, the pt reported blood glucose results of "10.9, 5.9, 9.8 and 32 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. The pt increased her toronto insulin to 10 units per on the alleged inaccurate erratic readings. The pt reportedly ate a normal meal at the time she took the insulin. Approximately 30-45 minutes after taking the insulin, the pt reportedly had symptoms described as "nauseated and shaky". The pt ate a piece of chocolate and felt better shortly after. The duration of the symptoms was about 5-10 minutes. The pt did not test on any other devices at the time of concern. In the patient's opinion, the symptoms could have been prevented. She believes that had she only taken 5 units of insulin she would have been fine. The patient's diabetes medication regimen has not changed for over one year. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the blood sample were taken from approved testing sites, the meter was coded correctly, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt claimed she had symptoms that were suggestive of severe hypoglycemia after she took insulin per the lfs meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.